Event description:
It was reported that a smiths medical pump had a pump failure. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that check syringe plunger sensor was found recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced left plunger case, powered up and performed self-test process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.